Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
The hospital reported the following by letter: "the or department reported the following, there was no set screw in the kit."